Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit broke while drilling the acetabular screw. It was also reported that the broken portion remained stuck in the bone. The surgeon chose to leave the broken piece rather than lose the fixation and position of the acetabular cup. There was a 5 minutes surgical delay.

Manufacturer narrative:
Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.